Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse paused therapy and emptied the pads for the patient to go to a scan. They had reconnected the pads and was trying to resume therapy but kept receiving low flow or air leak alarms. They tried disconnecting and reconnecting the pads again and has made sure the tubing was straight with no kinks. Explained sometimes during procedures such as MRI or CT, the pad connectors could get damaged which leads to air leaks and low flow issues. Informed nurse they could try testing each pad at a time to see if there was one particular pad that was the issue or not. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 69 percentage, system hours were 3,589, and pump hours were 871. Had nurse connect right chest pad only, holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse confirmed audible clicks and see a lot of bubbles in the clamp. Nurse had already ordered a new set of pads so they would just change the pads out because it was shift change. Walked nurse through stopping and disabling manual control. Informed nurse if the next shift had any issues with new set of pads, call them back.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. The root cause of the reported issue could not be determined. They tried disconnecting and reconnecting the pads again and has made sure the tubing was straight with no kinks. Explained sometimes during procedures such as MRI or CT, the pad connectors could get damaged which leads to air leaks and low flow issues. Informed nurse they could try testing each pad at a time to see if there was one particular pad that was the issue or not. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 69 percentage, system hours were 3,589, and pump hours were 871. Had nurse connect right chest pad only, holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse confirmed audible clicks and see a lot of bubbles in the clamp. Nurse had already ordered a new set of pads so they would just change the pads out because it was shift change. Walked nurse through stopping and disabling manual control. Informed nurse if the next shift had any issues with new set of pads, call them back. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse paused therapy and emptied the pads for the patient to go to a scan. They had reconnected the pads and was trying to resume therapy but kept receiving low flow or air leak alarms. They tried disconnecting and reconnecting the pads again and has made sure the tubing was straight with no kinks. Explained sometimes during procedures such as MRI or CT, the pad connectors could get damaged which leads to air leaks and low flow issues. Informed nurse they could try testing each pad at a time to see if there was one particular pad that was the issue or not. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 69 percentage, system hours were 3,589, and pump hours were 871. Had nurse connect right chest pad only, holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse confirmed audible clicks and see a lot of bubbles in the clamp. Nurse had already ordered a new set of pads so they would just change the pads out because it was shift change. Walked nurse through stopping and disabling manual control. Informed nurse if the next shift had any issues with new set of pads, call them back.